Manufacturer narrative:
Zoll med corp has not received the product.

Event description:
During training by facility staff, the device would not discharge. There was no pt involvement in the reported malfunction.